Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent implant surgery for an implantable cardioverter defibrillator (ICD) system. During implant, the patient's right ventricular (rv) lead perforated the heart causing cardiac tamponade which required a pericardiocentesis procedure. The patient was discharged two days post implant with medication for pericarditis. One day post discharge, the patient felt dizzy and nauseous at which point their device provided inappropriate therapy. Emergency medical services confirmed the inappropriate therapy was due to atrial fibrillation (af) with rapid ventricular response. The patient's device was reprogrammed and they were discharged with medication for atrial fibrillation. Both device and lead are still in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.